Event description:
It was reported that a device was unable to be powered off due to not recognizing a closed door. There was no report of pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.